Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The two target lesions were located in the left anterior descending (lad) artery. The physician first successfully implanted a promus element 2.25x20mm in the distal portion of the lad. Next the physician advanced a promus element 3.0x28mm stent to the proximal portion of the lad but could not successfully cross the lesion. The stent delivery system was withdrawn and at that time stent damage was noted. A maverick 2.0x20mm balloon was advanced and used to dilate the vessel. A non-bsc 3.0x24mm stent was used to successfully complete the procedure. No patient complications were reported and the patient status was reported as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Proximal stent struts on rows 1-4 from the proximal edge were bunched. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).